Manufacturer narrative:
A field service engineer (fse) was dispatched and replaced the tube that runs to the wash concentrate valve.

Event description:
A customer contacted beckman coulter inc (bci) regarding the wash concentrate canister was not filling on the synchron lx20 pro chemistry analyzer and was leaking. No injury was reported.